Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the lead safety switch was triggered for this system due to atrial impedance measurements greater than 2500 ohms. Isometrics produced a lot of noise in bipolar configuration and there were 273 mode switches. The patient is not pacemaker dependent but experiences some pre-syncopal symptoms. No adverse patient effects were reported. The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.